Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced hyperglycemic symptoms described as dehydration and had a seizure. The customer regained composure and performed a blood glucose test on an unspecified device and self-treated with insulin (dosage unknown.) There was no third-party medical intervention provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0065lk7nr has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced hyperglycemic symptoms described as dehydration and had a seizure. The customer regained composure and performed a blood glucose test on an unspecified device and self-treated with insulin (dosage unknown.) There was no third-party medical intervention provided. There was no report of death or permanent injury associated with this event.